Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer was able to remote into the station, and although the station remained on for a while, the internal battery indicators illuminated, and the unit began beeping before eventually shutting down. The fse replaced the power module and communication sled per manager instruction, then tested the power subsystem using the hardware testing application, which verified proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was unable to power up. Previously, the battery had been beeping, and it appeared to be running only on battery power instead of receiving power from the wall, which located on anesgilab2. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.